Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to what appeared to be a fractured right ventricular (rv) lead. An interrogation found the right ventricular (rv) lead had triggered almost a year ago due to high rate non-sustained episodes and impedance variation. The lead had also alerted for noise and high pacing impedance. Follow up with the company representative indicated that detections were programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.